Event description:
It was reported that the device had a blank, white display. This is indicative of a lock-up failure and could inhibit the user from using the device in a critical situation. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with troubleshooting assistance. The customer confirmed that the device would not be repaired due to its age and that the device was removed from service. Physio-control will not be evaluating the device and the cause of the reported failure cannot be determined.